Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump was alarming cassette not attached. No patient injury was reported.

Manufacturer narrative:
Additional information received on 04august2022 via email and attached to complaint object: no patient involvement. Alarmed during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The downstream occlusion sensor is starting to bubble up. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Inoperable downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. Investigation identified issues with previous service of the device. Therefore, an email was sent to the service supervisor and lead to review the issue with their team., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120.